Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 119 mg/dl (nano), system 1 and 272 mg/dl (compact plus), system 2. Customer had no symptoms. No actions taken except to retest. No death or serious injury reported. Requested return of suspect product and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).